Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to syncope. A carelink transmission was sent and atrial oversensing and undersensing was observed on electrogram (egm) episodes. It was noted that post-ventricular atrial blanking (pvab) of 180 milliseconds (ms) is blanking out some of the atrial beats during the atrial high rate (ahr) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.